Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated a revision procedure will be performed in the near future. All products remain in service at this time. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2500 ohms on the right ventricular (rv) channel which had triggered the lead safety switch (lss). Additionally, capture issues were noted and there were stored episodes of noise which had been oversensed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming that a revision procedure was performed. The lead was visualized under fluoroscopy and no conclusive evidence of a lead fracture was observed. The lead was removed from service and the replacement lead was successfully interfaced to this chronic device and normal function was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.